Event description:
Pt underwent vns therapy system explant surgery due to infection in relation to a severe case of cellulitis. It was reported that the pt's generator was explanted approx one month post-implant and that the lead was also explanted five days later. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection. Reimplant is scheduled, indicating that the infection has resolved.